Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 10/21/2014 and 10/30/2014, evaluated by lifescan product analysis on 11/19/2014 and 12/3/2014 respectively with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient¿s husband contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio iq meter read inaccurately low compared with her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by the cca in a follow-up call. The reporter alleged that on the morning of (B)(6) 2014, the patient awoke with ¿hypoglycemia¿, that she ¿felt unwell¿ and had symptoms of ¿malaise and sweating¿. The reporter claimed that he performed a blood glucose test on the patient at 06:14 am that morning, after the patient¿s symptoms had developed, and obtained a result of ¿lo¿ (less than 20 mg/dl), which the patient felt was inaccurately low in relation to how she was feeling. The reporter detailed that the patient manages her diabetes by self-adjusting her insulin doses and that, in response to her symptoms, she treated herself with ¿two to three sips of coca cola¿ and performed a further blood glucose test at 06:30 am, which produced a result of ¿139 mg/dl¿. The cca noted that at the time of the inaccuracy the meter had been set to the correct unit of measure and that the test strips were not expired and in good condition. The cca documented that the reporter did not have control solution available to perform a control solution test. Replacement products were sent to the patient. Based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient had become symptomatic prior to obtaining the alleged inaccurate result. Both the patients¿ reported symptoms and treatment administered correlate with low blood sugar indicated by the subject meter and there is no evidence of delay in treatment as a result of the reported issue. This case is being reported because the alleged result of "lo" is unlikely to have been accurate given that the patient was in a conscious state and was able to self-administer treatment.